Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. All operating currents are within specification. There was no excessive no delivery alarm noted. The pump was received with a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damage on the insulin pump include a cracked reservoir tube lip.

Event description:
Customer stated that he is still getting the no delivery alarms. Customer's blood glucose was 444 mg/dl. Customer stated that he has not treated yet. Customer performed a 5.0 unit fixed prime and stated that the insulin did exit. Customer stated that the cannula was not bent. Customer tried to reconnect the tubing at the quick release and prime a 5.0 unit fixed prime but it went up to 2.8 units. Customer stated that nothing came out and he received another no delivery alarm. Customer rewound the pump and was able to fill tubing this time. Customer was advised that the insulin pump will be replaced. Customer stated that he changed the infusion set. Customer declined troubleshooting for high blood glucose.